Event description:
As reported: physician mentioned to me in the afternoon that he did a case in the morning where a 14f manta was difficult to get into the sheath. He was able to get the device past the valve and into the sheath, but not far enough to lock in with a click. He remove that device and inserted a new one. He was able to get it in the original sheath and complete the case with a good outcome. The device was thrown out in the morning, so there is no way I could return the device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. Moderate resistance was experienced advancing the bypass tube through the hemostatic valve of the manta sheath. When the bypass tube met with resistance, no buckling or bending occurred. The physician was able to get the manta closure inserted through the hemostatic valve and into the sheath; however, could not completely insert the manta closure enough to lock into the sheath hub. The manta closure unit was removed, and the sheath remanded on the guidewire. A new 14f manta closure device was opened and deployed using the original sheath. The case was completed with good outcome. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements list the manta device is for single use only and should not be reused in any manner.